Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred post a l3/4/5 olif procedure in a patient diagnosed with lcs. It was reported that the cage backed out. The cage was explanted and discarded in the hospital. No other patient injury / complication was reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.